Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. 4307 - the cart drive was returned for failure analysis and the reported failure was reproduced. The cart drive was installed on the system and went through system dte (diagnostic test engineering) testing. When performing the functional test on the system, the cart drive failed the dte iloop test while performing the dte functional test. When back driving the system in normal mode, the error 23094 was reproduced.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the cart drive motor to resolve the issue. The system was tested and verified as ready for use. The product has been received, but failure analysis has not been completed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the customer indicated that the system had several cart drive error messages. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted and reviewed the system logs, confirming several faults pointing toward the right cart drive wheel. The tse had the customer power cycle the system and cycle all breakers, however, the errors persisted when the system turned back on. The tse then had the customer disable the cart drive, however, that led to the customer having further faults occurring on the left cart drive wheel. As all troubleshooting steps were exhausted, and considering the patient's age, the surgeon decided to abort the procedure and reschedule the patient for another date. The site confirmed that the patient's status was stable and that there were no adverse consequences to the patient due to the procedure being aborted.